Event description:
Patient reported "deflation". This record is for the left side. Device was explanted. Device return unknown.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2018-06071. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.